Manufacturer narrative:
(B)(4) d10: cat# 010000663 lot# 7239323 g7 pps ltd acet shell 52e, cat# 30103205 lot# 66022209 32mm i.d. Size e neutral liner, cat# 00877503202 lot# 3175485 bioloxâ® delta, ceramic femoral head. G2: foreign ¿ event occurred in netherlands. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two years post-left hip implantation, the patient received an injection for mild trochanteric bursitis. Attempts have been made and no further information has been provided.